Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported an ng was removed due to issues with patency/found to be coiled in the patient. Upon removal, distal end at the weighted part broke off, it was not in the patient when it broke. The ng was replaced because of that issue.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot which was manufactured on july 30, 2024 met all defined acceptance requirements and was released. A gemba walk was held in the production area. As a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process and released procedures. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No conditions were found that could trigger the reported condition. Based on all available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.